Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen became frozen on an unspecified alert screen. During troubleshooting with tandem technical support, the customer was able to clear the alert and resume insulin delivery. Customer's blood glucose was 220 mg/dl.